Manufacturer narrative:
Serial number: n/a, software version: n/a, color: blue, battery life remaining: n/a, customer reports: inpen won't connect, per visual inspection: no cosmetic damage noted. The leadscrew was received fully extended, the leadscrew was rewound properly. Leadscrew not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen unable to send dose to inpen app due to communication / pairing anomaly. Inpen dose button was removed and electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. However, lint and dust bunnies were found under dose button. A battery test was performed and battery measure at 0.456 volts. It was determined that battery is dead. The customer complaint of inpen not pairing / no communication was confirmed due to depleted battery.

Event description:
Information received by medtronic indicated that the insulin pen was not pairing. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.